Manufacturer narrative:
The referenced pump exchange due to suspected pump thrombosis was reported under medwatch MFR report # 2916596-2017-00098. (B)(4). Approximate age of device - 1 day. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, a pump exchange was performed due to suspected pump thrombosis. During the pump exchange procedure, it was reported that the new pump would not maintain the set speed when lvad support was initiated. When the set speed was adjusted to 7,000 rpms, the actual speed fluctuated between 6,600 ¿ 6,980 rpms. The pump speed was increased to 7,600 rpms; however, the actual speed remained 600-800 rpms below the set speed. Voltage supplied by the power module patient cable was reported to be within normal limits. No damage was observed on the driveline, and there was no fluid or tissue ingress to the system controller or driveline connections. The system controller was exchanged and the pump speed remained 100-800 rpms below the set speed. The patient was placed back on cardiopulmonary bypass, and the inflow conduit and outflow graft were disconnected from pump, and then were reconnected. Air bubbles were noticed circulating under echocardiography. The pump was de-aired and speed was increased gradually to 9,000 rpms. It was reported that the lvad operated as expected, and maintained the set speed. It was reported that there was only a brief delay in the procedure, and that there was no adverse impact to the patient. The patient remains on lvad support with the device operating as expected.

Manufacturer narrative:
Additional information: the reported speed issue was confirmed though review of the log file retrieved from the returned system controller. The returned system controller was functionally tested and found to operate as intended during analysis. The speed drops captured in the log file were not reproduced during analysis and a root cause was unable to be determined during the investigation of the returned system controller. The issue was reportedly attributed to inadequate de-airing of the pump during initial startup. The system remains in use supporting the patient and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the issue was attributed to inadequate de-airing of the pump during initial startup. No cannula repositioning was performed. No further issues have been communicated.